Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: summary: device not delivering tidal volume.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing. ----------------------------------------------------------------------------------- hamilton medical ag complaint number:(B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information, updated fields: b4, d1, d2a, d4, d8, g1, g2, g6, h2, h4, h5

Event description:
The following was reported to hamilton medical ag: summary: device not delivering tidal volume.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing. Hamilton medical ag complaint number: (B)(4). **UDI related data quality updates only** field d4 was updated with full UDI information, additional information added in follow-up #2 (B)(4). Field b4, g6, h2, h3, h6 and h11 updated. The investigation and the review of the event demonstrated that the event can be now classified as non-reportable. The issue occurred during ventilation. The patient was bagged and an alternative device was used. Never the less, the event did not cause or contributed to a death or serious injury. The log files were investigated and did not reveal any abnormal behavior of the unit. The issue could not be confirmed. The device worked as intended. After completing the tsw the device was released for used.

Event description:
The following was reported to hamilton medical ag: summary: device not delivering tidal volume.